Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the touchscreen did not respond when pressed. Further testing found that the touchscreen was out of calibration which was the probable cause of the non responsive touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen is not responsive. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.